Event description:
It was reported and learned through investigation that a patient with a 3000 25mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 17 years, 2 months due to degeneration, leaflet thickening, and restricted leaflet motion. The patient presented with cardiogenic shock and expired due to multi organ failure. Per medical records the patient presented with sob likely exacerbation of his chf. He has a history of recent admission to the hospital for the same reason. The patient was admitted to cvicu for cardiogenic shock & needed inotropic support. The patient underwent tee for evaluation of valvular disease. The tee showed leaflets thickening, motion restriction, severe regurgitation, and stenosis with moderate to severe functional mitral and tricuspid regurgitation. The goal was to place a tavr. After the tee procedure, but patients' maps began to drop, requiring increase in pressor support. The patient was placed on multiple pressors, however, he continued to decline in spite of maxing out on pressors. It was determined that the patient would not tolerate any procedures at this time. Code status was changed to dnr/dni. Attempted antibiotic treatment and stress dose steroids, however patient expired due to multi organ failure.

Manufacturer narrative:
The most likely cause is patient factors, including chronic kidney disease (ckd), hyperlipidemia (hld) and an implant duration greater than 10 years. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.

Event description:
It was reported and learned through investigation that a patient with a 25mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 17 years, 2 months due to degeneration, moderate regurgitation, and elevated gradients. The patient presented with cardiogenic shock and expired due to multi organ failure.

Manufacturer narrative:
H10: additional narratives the event states death and the cause of death is multiple organ system failure. Information provided suggests the edwards device may have caused or contributed to the death. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.